Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported shaft separation and implant dislodgement were confirmed. The reported inflation difficulty and difficulty removing from the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported inflation difficulty; however the reported shaft separation, difficulty removing from the guiding catheter, implant dislodgement and treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid circumflex artery with no calcification or tortuosity. Pre-dilatation was performed with a 2.0 x 20 mm trek balloon. The 2.5 x 18 mm implant delivery catheter was advanced to the lesion with no resistance, but when pressurized to nominal pressure, the balloon did not inflate. As the delivery catheter was being retracted, the implant dislodged in the left main and the catheter shaft broke due to resistance with the guide catheter. A snare device was used to remove the separated shaft and implant. Two non-abbott drug eluting stents were implanted successfully to treat the lesion. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.